Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit was occluded or not working. Not in patient use. Investigation summary: a gf-210ra multi gas unit (sn: (B)(6) was reported with a "device error and gas line blocked." Nihon kohden (nk) was unable to duplicate the reported error; unit functioned normally during extended testing. Likely due to intermittent communication or setup issue at the customer site rather than a hardware failure. Since education was last provided to the customer, no further similar issues have been reported by this facility to date. A significant trend was not observed, and education was provided to mitigate future user error occurrences. Trending for similar issues and devices will continue to be monitored by nk. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor (bsm): model#: bsm-3552a, serial#: (B)(6), unique identifier (UDI) #: (B)(4), returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the multigas unit was occluded or not working. Not in patient use.